Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the loading sequence with multiple cartridges. Customer turned pump off and upon turning pump back on and loading another cartridge, the issue was resolved. There was no reported adverse impact to customer's blood glucose. Customer resumed pump therapy.